Manufacturer narrative:
UDI: (B)(4). The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Prior to a pacemaker implantation procedure, the subject pacemaker was found in standby mode in its box upon interrogation on (B)(6) 2016. Reportedly, the re-initialization was attempted several times but was always interrupted by the display of a communication error message. Therefore, this pacemaker was not implanted. Preliminary analysis results confirmed the reported behavior. The switch in standby mode occurred on (B)(6) 2016. A hardware issue is suspected.

Manufacturer narrative:
(B)(4). Please refer to the attached preliminary analysis report.

Event description:
Prior to a pacemaker implantation procedure, the subject pacemaker was found in standby mode in its box upon interrogation on (B)(6) 2016. Reportedly, the re-initialization was attempted several times but was always interrupted by the display of a communication error message. Therefore, this pacemaker was not implanted. Preliminary analysis results confirmed the reported behavior. The switch in standby mode occurred on (B)(6) 2016. A hardware issue is suspected.

Manufacturer narrative:
(B)(4).

Event description:
Prior to a pacemaker implantation procedure, the subject pacemaker was found in standby mode in its box upon interrogation on (B)(6) 2016. Reportedly, the re-initialization was attempted several times but was always interrupted by the display of a communication error message. Therefore, this pacemaker was not implanted. Preliminary analysis results confirmed the reported behavior. The switch in standby mode occurred on (B)(6) 2016. A hardware issue is suspected.

Manufacturer narrative:
Preliminary analysis performed on the returned device showed a failure on an integrated circuit.

Event description:
Prior to a pacemaker implantation procedure, the subject pacemaker was found in standby mode in its box upon interrogation on (B)(6) 2016. Reportedly, the re-initialization was attempted several times but was always interrupted by the display of a communication error message. Therefore, this pacemaker was not implanted. Preliminary analysis results confirmed the reported behavior. The switch in standby mode occurred on (B)(6) 2016. A hardware issue is suspected.